Event description:
It was reported by the customer "display / screen". Weak 7 segment. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported by the customer "display / screen". Weak 7 segment. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced dim u1, u2, u4 on display board and door assembly with keypad. Lvp lifted keypad recall completed. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the led dsply grn 7seg 10mm dip10. A review of the device history record showed the device had a manufacture date of 29jul2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported by the customer "display / screen". Weak 7 segment. There was no additional information provided and no patient involvement.